Event description:
It was reported that the table system will not boot up on 2800 system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the system had taken a heavy power surge. Replaced table/gen interface cable, cpu motron and eprom. The system was tested and found to be working as intended and placed back into service.